Manufacturer narrative:
Corrected data.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation atrial flutter procedure, the cool point pump was noted to be damage which resulted in cancellation of the procedure. It was not possible to squeeze the tubing set enough to correctly pump. The ablation catheter was changed to a non-irrigated catheter, however no ablation occurred so the procedure was not completed. It was found a screw from the plastic cover/hinge mechanism had dislodged and prevented the cool point pump from working properly. The screw was put back in place and the issue was resolved.